Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked connector and or keypad lcd connector. No cosmetic damage noted.

Event description:
Customer reports to have experienced keypad anomaly on newly replaced insulin pump. Customer states that he cannot tell if pump is functioning due to not being able to feel the click of the button when being pressed. Customer's blood glucose was 220 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).